Manufacturer narrative:
The device was evaluated by a zoll-field service engineer (fse) at the customer site. The customer's report was duplicated and attributed to a defective inspiration block. The inspiration block was replaced to remedy the report. G4. PMA / 510k# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
The customer reported that the ventilator exhibited technical failure 388, "no o2 dosing possible" alarm. There was no patient involvement reported.